Event description:
The customer reported that the insulin pump was not alarming no delivery. The customer did not want to troubleshoot. Advised to monitor closely and call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.